Manufacturer narrative:
Concomitant products: 5024m-58 lead; implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and atrial events appear to be falling in blanking/refractory possibly triggering at/af device classified termination of at/af event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.